Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 (variable 3) was present in the pump trace download and pump error 63 (variable 3) alarmed during self-test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. Pump communicated properly with test guardian link transmitter. No unexpected cannot find the xmtr or the sensor messages, change sensor alerts, sensor updating alerts, sg value not available alerts, calibration not accepted alerts, cal now messages, bg request anomalies or auto mode anomalies noted during testing.

Event description:
It was reported that their insulin pump had an low level hardware failure. The customer¿s blood glucose was 98 mg/dl. Customer states they are able to rewind the pump. Customer is able to run test on transmitter. Customer was able to successfully clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.